Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue happened again.